Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller stated that the customer was raking leaves and the caller thought that the customer was having insulin reaction; the customer's blood glucose was too low, laid her head down in the spouse's arms and passed. The caller stated that the customer had an eye issue; the doctor was monitoring, but nothing serious. The customer also had heart disease. The customer's blood glucose at the time of death was 30 mg/dl. The last recorded blood glucose value was 123 mg/dl on (B)(6) 2015 at 1:30 pm. The customer was not wearing the insulin pump at the time of death. The caller does not know why the customer had disconnected the insulin pump. The customer was using sensors and was wearing one at the time of death. The caller declined returning the insulin pump for analysis and stated that he wanted to test the insulin pump himself. He declined uploading to carelink because the device did not have a battery.